Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the b button was not consistently working. The customer stated they had to press the button several times to enable a response. Customer's blood glucose was over 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion test. The insulin pump received with cracked reservoir tube lip noted.